Manufacturer narrative:
Device evaluation: only an empty box was returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the lenses are 100% cleaned and inspected at 10x microscope magnification. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and therefore unknown if explanted. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was inserted into the patient's eye, a large scratch was visible on the surface of the lens. No further information was provided.